Manufacturer narrative:
Foot board, head board. Stryker medical was made aware of the reported condition through a replacement parts order that the head and foot boards were broken. Stryker has attempted to get ahold of the user facility multiple times to more specifically identify what is broken, however, no response has been received from the user facility. If additional information is able to be obtained a follow-up report will be filed.

Event description:
It was reported that the bed had a broken headboard and footboard. No adverse consequence reported.